Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿efficacy and safety of robotic-assisted versus median sternotomy for cardiac surgery: results from a university affiliated hospital¿ the following events were reported. A total of 255 patients that underwent da vinci assisted robotic cardiac surgery (racs) from (B)(6) 2017 to (B)(6) 2022 in a single institution were included and compared with 736 patients that underwent traditional open-heart surgery (tohs) group. It was mentioned that one patient developed liver bleeding during a robotic assisted mitral valvuloplasty (mvp) due to a mechanical arm that punctured his diaphragm. The bleeding was managed by laparotomy. There was also a patient who experienced bleeding induced by a trocar site complication and was managed by hemostasis. Both patients were discharged without further complications. There were two patients who had delayed 4th intercostal incision recovery after coronary artery bypass grafting (CABG), and one patient who had hypertrophic obstructive cardiomyopathy (hocm) that experienced severe pulmonary infection secondary to diffuse alveolar hemorrhage upon surgery, for which the patient elected to be discharged against medical advice. There were a total of 95 (37.3%) cases that received blood transfusions, and 2 patients (0.78%) required re-operation for post-operative bleeding as mentioned above. Intuitive surgical, inc, (isi) made multiple attempts to obtain additional information. However, at the time of this report, no additional information had been received.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer-reported post-operative incidents cannot be determined. This medwatch report (patient identifier #734569) is submitted for the serious injuries that involved operative complications. A separate medwatch report (patient identifier # 734577) is submitted for a death report mentioned in the same article. Article citations: (B)(6). Efficacy and safety of robotic-assisted versus median sternotomy for cardiac surgery: results from a university affiliated hospital. J thorac dis.(B)(6) 2023 ;15(4):1861-1871. Doi: 10.21037/jtd-23-197.